Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, low laser emission was experienced. The procedure was completed by increasing the laser power. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative cleaned the optics. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).